Event description:
Additional information: there was a bowel prep done prior to surgery and the diagnosis requirng the original procedure was sigmoid colon cancer resection. The leak was treated using silk stitches.

Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lower anterior resection. According to the reporter: the device fired but a quarter of the donut in the right anterior circle remained semi-open with malformed staples. They saw leaking during the pneumatic testing. The issue was solved using silk suturing. At 18 days later, the posterior side leaked, so the pt had to undergo another surgery. Pt presented a fecal peritonitis and underwent a temporary colostomy (hartman). The area with leaks did not coincide with the sutured area. There was an extension of operating time of more than 30 minutes. There was no unanticipated blood loss of more than 500cc. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).